Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was in the 200's mg/dl. The customer changed all of the pump supplies. A system check was performed and it was confirmed that the current supplies on the pump were functioning as expected.